Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured battery data was 2.56v, 76ua, 2.0 kohms. An attempt to program to 3.5v, 0.5ms in both chambers resulted in a current drain of 82ua. The current drain was still high when the device was programmed to lower settings. Therefore, the device was replaced.